Event description:
It was reported that the patient stopped using the purewick female external catheter because the patient got urinary tract infection from using it. No additional information or specifics provided. Also stated that the patient placed the first order in (B)(6) 2020 and placed reorders through (B)(6) 2021, but has not ordered since then. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: discontinue use if an allergic reaction occurs. Precautions: always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stopped using the purewick female external catheter because the patient got urinary tract infection from using it. No additional information or specifics provided. Also stated that the patient placed the first order in (B)(6) 2020 and placed reorders through (B)(6) 2021, but has not ordered since then. It was unknown what medical intervention was provided for the urinary tract infection.